Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s high blood glucose level was over 500 mg/dl at the time incident. The customer "experiences" symptoms like "feels dry and threw up" related to the high blood glucose. The customer was neither in the emergency "not" admitted into the hospital as a result of high blood glucose. The customer "had using" the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done by the patient for the high blood glucose under delivery. The customer was treated by the insulin pump. The insulin pump will not be returned for analysis.